Event description:
Per the audiologist, the patient reportedly had a decrease in performance after an impact to the implant side of the head. The results of an integrity test 2009 indicate multiple electrode anomalies. Reprogramming of the device did not alleviate the issues. Explant and reimplantation is planned but had not taken place at the time of this report may 20, 2009.